Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. The customer also reported having diabetic ketoacidosis, causing their hospitalization. The customer stated they have changed out their site, but their blood glucose remained high. Customer's current blood glucose was 412 mg/dl. It was found the customer had abdominal pain, frequent urination and thirst from their high blood glucose. Customer also reported being admitted into the intensive care unit for their high blood glucose. The customer was treated with an insulin drip at the hospital. Customer also reported their blood glucose rising to 500 mg/dl after resuming insulin pump therapy. Troubleshooting was not completed as the customer did not have tubing clamps. Customer also declined to check for site/set issues and air bubbles or leaks. Customer was advised to call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.